Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 368.45577 mcg/day, bupivacaine 20 mg for a total dose of 3.68456 mg/day, and morphine 4.4 mg for a total dose of 0.8106 mg/day via an implantable pump. It was reported on (B)(6) 2020. The patient had a catheter dye study (cds) performed due to pump had reached its elective replacement indicator (eri), it was noted the pump needed to be replaced by (B)(6) 2020. The cds failed and revealed a catheter occlusion. Surgery was scheduled for (B)(6) 2020. Surgery was cancelled due to covid 19. The fentanyl was decreased on (B)(6) 2020. On (B)(6) 2020 the patient's pump had died (eri was 0) and was no longer infusing. The patient was going through withdrawals. The patient was administered norco and dilaudid on (B)(6) 2020. The outcome of the event was noted as ongoing. The device diagnosis was catheter occlusion and the clinical diagnosis was intrathecal (it) medication withdrawals due to battery end of life (eol). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that via pump logs elective replacement indicator (eri) occurred on 2020-feb-05 at 7:30am. It was noted the end of service (eos) occurred on (B)(6) at 8:30am. The pump was permanently shut down on (B)(6) 2020 at 9:19am. On (B)(6) 2020 the logs showed a stopped pump duration exceeded 48 hours at 8:31 am. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found no significant anomaly (end of service (eos) due to time progression. H3: the catheter was returned, and analysis found no significant anomaly (non-significant indent in seal of sutureless connector that did not affect infusion. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Method code no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump and catheter (other component, c1) were explanted/replaced on (B)(6) 2020. The device dispositions were disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.